Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observation indicates the thumbscrew was broken confirming this complaint. The femoral rod is stuck inside the guide frame and cannot be separated. It is possible that the screw was excessively tightened on the guide frame causing fatigue and eventually breaking it. The device appears to be old and worn and thus it is also a possibility that this failure was a result of worn components. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by sales representative that the surgeon used a rigidfix femoral st guide frame, with an 8mm st femoral rod, on a patient in an acl procedure. After the surgeon was finished using the device in the procedure, the customer was having some difficulty trying to unscrew the thumbscrew on the device when the thumbscrew broke off, preventing the femoral rod from being removed from the guide frame. Post use, no patient consequences. Please see also medwatch report 1221934-2018-51370.